Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has crashed, the cns is stuck on a boot loop. The patients are currently being monitored on another cns. No patient harm was reported. Bme tried swapping the hard disc drives but the cns is still in a boot loop. Bme requested to send the unit into nk for repair. Unit has not been received into nk repair center. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has crashed, the cns is stuck on a boot loop. The patients are currently being monitored on another cns. No patient harm was reported. Bme tried swapping the hard disc drives but the cns is still in a boot loop. Bme requested to send the unit into nk for repair.

Manufacturer narrative:
Incident summary: on (B)(6)2024, the customer, (a facility bme (biomedical engineer), reported their cns (central nurses station), (pu-681ra, serial number: (B)(6)), had crashed and was stuck in a constant boot loop. The issue was reported to the bme by their clinical team. The cns was in patient use when the issue occurred. Patients are currently being monitored on another cns to resolve the issue. No patient injury, no harm, nor any adverse event was reported. Troubleshooting measures/results: the bme attempted to swap hdds (hard disk drives), however, the cns stayed in a constant boot loop. The bme also noticed the ups (uninterrupted power supply) was not powered on, so they powered it on. However, even after powering the ups "on" the cns was still in a boot loop. The bme requested to send the unit in for repair. Our nk ts technician provided the customer with instructions on how to return the device for evaluation and repair. Evaluation summary/results: the device, cns (central nurses station), (pu-681ra, serial number: (B)(6)), was returned, cleaned, decontaminated and evaluated. During evaluation, the boot looping issue was duplicated and confirmed to be caused by malfunctioning/damaged hdds. A secondary issue was also found, as an error message "led error code-42" displayed, possibly due to an electronic failure, caused by malfunctioning, failing hdds, causing the error message. The hdds were replaced with software version 02-20 and the touch for both monitors were recalibrated. Communication with beside monitors was verified to be working properly. The device was then subjected to post repair testing and inspection and met specifications in all areas. The device was then shipped back to the customer, resolving the issue. Root cause summary: we confirmed the reported issue was attributed to malfunctioning/failing hdds, (due to damage, likely due to a power issue with the ups failure causing the cns to unexpected shutdown, corruption to the cns hdds). It is also probable that an unexpected shutdown occurred due to a user error. Device history /trending review for this device found there were 4 (four) similar issues reported at the facility for this device, all are for the uninterruptible power source (ups) (3rd party power source) component causing power issues with the device, which indicate that a power issue likely caused an unexpected shutdown resulting in corruption of the hard disc drives (hdds) in the cns. Since the hdds were replaced on the cns device, no further issues have been reported, trending for this device will continue to be monitored.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has crashed, the cns is stuck on a boot loop. The patients are currently being monitored on another cns. No patient harm was reported. Bme tried swapping the hard disc drives but the cns is still in a boot loop. Bme requested to send the unit into nk for repair.